Event description:
It was reported that high (10000) and low (50) impedances were recorded involving electrodes 2, 3, 4, 5, 6, and 7. It was reported that the patient had a shocking/jolting sensation and stimulation in the wrong location. It was reported that there had been a change in stimulation and it wasn¿t covering the same area. It was reported that the setting which usually affected the patient¿s left side ¿could be turned up as high as the programmer would allow but he didn¿t feel stimulation anymore.¿ the patient also stated that one time he changed his amplitude to a higher level while upright and later that night when he went to lie down it did not turn down the way it had done in the past. The patient reportedly got up, grabbed his remote, and the lying back ¿showed it was also set for the (much higher) upright amplitude.¿ it was noted that the patient then turned it down so it was comfortable and waited the 3 minutes. It was stated that the patient wanted a lead revision in (B)(6) 2014. It was stated that impedance testing and reprogramming was performed. It was reported that during reprogramming they attempted to use electrodes 0 and 1 to see if they could get left side coverage. It was stated that the patient felt no stimulation ¿even with amplitude above 9.0 volts. It was stated that while the patient was lying on his back, he lifted his head and the movement caused a severe shock ¿he went from feeling nothing to way too much!¿ it was stated that it was shut off and the patient was ¿ok, he caught his breath¿ but no harm to patient occurred except for the brief shocking sensation. It was later reported that it was unknown when the patient¿s adaptive stimulation issue began. It was noted that the patient had not taken his recharger to the appointment. It was stated that an update would be made when the date of revision was known. It was stated that programming electrodes 8-15 provided some therapeutic benefit. It was stated that programming 0-7 was eliminated to avoid any potential painful stimulation. It was stated that the 8-15 program helped the pain on the patient¿s right side >50%. The left side was receiving no therapeutic benefit. No additional troubleshooting were performed, the cause of the issue was not yet determined, there were no fractures seen.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the replacement was completed and the product would not be returned to the manufacturer because it was discarded into a sharps box and was unable to be obtained. The leads were cut during the procedure, and showed that the leads had obvious deformities to them. They appeared to have been stretched /stressed. A healthcare provider (hcp) performed the revision using the percutaneous introducers. It slid over the existing leads and placed the new leads. The hcp liked using the introducers. The patient was receiving excellent stimulation and coverage of his painful areas.

Event description:
Additional information received 2 months later reported that they were going to replace the implantable neurostimulator (ins) and leads due to a possible fractured lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Other applicable components are: product ID 3777-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3777-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3777-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3777-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3777-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3777-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3777-60 serial(B)(4) implanted:(B)(6) 2013 product type lead product ID neu_recharger_acc serial# unknown product type recharger product ID 97740 serial(B)(4) product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the neurostimulator (ins) was replaced in 2014. The patient reported that with his original implant he had 2 leads, one for the left and one for the right. The patient reported that for some unknown reason, one lead broke, he couldn¿t feel it on the left side. The patient reported that he didn¿t fall and wasn¿t in an accident. The patient reported that he had gotten so used to it, it took him a while to realize it but when he would turn it down on both sides, then increase he couldn¿t feel it on the left side. The patient reported that when they went in to replace the lead, they decided to replace the transmitter as well along with the leads. The patient reported that a manufacturer¿s representative (rep) did some diagnostics, patient thought one lead broke, thought maybe when it was inserted, he thought it was too close to the joint when it was broken. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 3777-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3777-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3777-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3777-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3777-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3777-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3777-60 serial(B)(4) implanted: (B)(6)2013 product type lead product ID neu_recharger_acc lot# serial# unknown product type recharger product ID 97740 serial(B)(4) product type programmer, patient if information is provided in the future, a supplemental report will be issued.